Manufacturer narrative:
Per the clinic, the previously reported infection was found to be non-device related and resulted in extrusion of the electrode array prior to explantation. This report is submitted june 11, 2020.

Manufacturer narrative:
This report is submitted on 18 november 2019.

Event description:
It was reported that the patient experienced infection at implant site resulting in explant of the device on (B)(6) 2019. It is unknown if the patient was re-implanted with a new device.